Event description:
Per independent repair center statement the unit was not alarming. The key failure was the sieve beds had a bad odor. Additional malfunctions include the power switch had no alarms.